Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify low battery alarm and motor error alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Pump received with broken battery tube threads. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that their insulin pump had a motor error and unexplained no delivery alarms. The customer¿s blood glucose was unknown. Customer declined to troubleshooting for insulin pump. The insulin pump will not be returned for analysis.